Event description:
Additional information received reported the pump only contained bupivacaine and dilaudid. The dose was decreased to 50% for 3 weeks and now the patient was at minimum rate. The patient was going to schedule the pump removal at her convenience. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
At the clinic visit on the date of this report, the nurse practitioner was reducing the patient¿s daily rate with the goal of weaning the patient off of morphine before the pump was explanted. The pump was being explanted because the patient stated that she could no longer afford the cost of the drug and the refills and she did not think the benefit of the pump was worth the expense. The pump seemed beneficial the first couple of years but gradually lost the desired effect. There was no one event related to the decreased effectiveness. No diagnostic tests were done. No diagnostic tests would be done because the patient couldn¿t afford to continue with the therapy. It was noted that the patient¿s daily dose would probably be reduced to minimum rate within the next few weeks and the pump may or may not be explanted. The patient was not ready to commit to surgery. Per this reporter baclofen was a secondary drug in the pump. Additional information was received on (B)(6) 2015. The pump had not yet been explanted. The pump delivery was halved and it would be shut off in 3-4 weeks. It was patient¿s decision to have pump removed. The patient wanted the pump removed. The pump logs from (B)(6) 2015 indicated that the pump was delivering dilaudid and bupivacaine. The patient outcome was reported as ¿recovered without permanent impairment¿.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).